Manufacturer narrative:
Device code (B)(4) no longer applies. Conclusion code no loner applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. The cause of the infection was (B)(6). The pump was alarming due to being turned off/stopped following removal from the patient. The date the pump began alarming was not provided.

Manufacturer narrative:
Non-destructive analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient was admitted to the hospital. The patient was hospitalized for longer than 48 hours. Intravenous antibiotics were administered. The pump was delivering compounded hydromorphone 10 mg/ml. The event date was specified as (B)(6) 2019.

Manufacturer narrative:
Report source 'company rep' does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the pump was removed due to an infection following replacement surgery. The pump was explanted and alarming in the hcp¿s office, and the hcp wanted to turn the alarm off. The device manufacturer technical services provided the hcp with the permanent shutdown password and/or reviewed information on programming pump off state. The patient did not experience any further symptoms. The event date was ¿(B)(6) 2019¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump would be returned to the device manufacturer.